Event description:
It was reported that following an implant procedure, the patient had a bilateral leg numbness. The patient underwent MRI and fluid was seen near the spinal cord and the patient was monitored. The stimulator was left in at the discretion of the physician. Sometime later the patient had an infection at the lead site. It was unknown if infection was device or procedure related. The patients lead site was cleaned out and remains implanted in the patients body. Fluoroscopy was taken and revealed lead migration which resulted to lack of coverage.

Event description:
It was reported that following an implant procedure, the patient had a bilateral leg numbness. The patient underwent MRI and fluid was seen near the spinal cord and the patient was monitored. The stimulator was left in at the discretion of the physician. Some time later the patient had an infection at the lead site. It was unknown if infection was device or procedure related. The patient lead site was cleaned out and lead was left in the patients body. Fluoroscopy was taken and revealed lead migration and resulted to lack of coverage. Additional information was received that the patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).